Event description:
It has been reported to co that the at conclusion of the procedure as the physician attempted to remove the sheath. The sheath broke off right below the hub and remained in the pt. The pt was taken to the or for surgical removal of the device fragment. The pt is reported to be in stable condition. The device is being returned for co's analysis.